Manufacturer narrative:
The complaint device was received and evaluated. Visual evaluation revealed that the shaft of the electrode is bent in multiple places. It is not clear from the complaint at what point in time this device was bent. Additionally, the majority of the metal plate is still seated on the distal tip with only a very small chip in the upper right corner. This device cannot be tested for its functionality due to the condition it was received in. The IFU states, ¿electrodes will wear from normal use, dependent on factors such as length of use, high tissue removal rate, prolonged use against bony surfaces, prolonged use in saline, high power setting, and with minimal suction or fluid management. Periodically assess electrode tip for wear and proper operation. Replace the electrode if excessive wear is noted.¿ although the condition of the device can be attributed to prolonged use leading to erosion and leading to active tip breaking, a CAPA was initiated to further investigate this failure. A batch record review has been conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Arthroscopic subacromial decompression. Nurse stated that the end of the vapr fell off during the operation. The surgeon was able to retrieve the piece. Another vapr was opened, no delay in operation and no adverse affect to patient.